Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017 the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The patient elected to explant and replace the ipg on (B)(6) 2018.